Event description:
Device report 2 of 2. Reference MFR report: 1627487-2012-09034. The pt received the scs system on (B)(6) 2010. It has been reported the pt had lost stimulation. The pt reported seeing a corrupt program. Upon switching programs, the pt reported her ipg battery needed frequent charge. Reprogramming successfully resolved the issue. The pt reported effective coverage and standard battery charge was regained.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.